Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician experienced difficulty deflating the balloon. No pt injuries or complications occurred.